Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available. This report is being filed on an international product, list number 04j27, that has a similar product distributed in the us, list number 02p36 and a 510k/PMA/bla number of bp090080.

Event description:
The customer observed a non-reactive architect hiv ag/ab result generated for a 22-year-old male patient sample having a health examination. The following data was provided (reference range <1.00 is non-reactive): (B)(6) 2026 sample ID (B)(6) initial result = 0.53 s/co. Result at another hospital on an unknown platform = positive, cdc confirmatory test = positive no impact to patient management was reported.